Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injector and sheathset is unable to inject medication. The issue occurred during a therapeutic procedure to inject the patient's medication into the vocal cord. However, when the physician attempted to inject the medication by depressing the plunger, resistance was encountered, and the plunger could not be advanced to deliver the medication. After several unsuccessful attempts, the physician switched to a new injector and sheathset, and the procedure was completed. There were no reports of additional medical treatment or surgical intervention. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the needle could extend from the outer tube. It was not possible to inject liquid when the slider was pushed. However, it was possible to inject liquid when the slider was pulled. No buckling of the tube was observed. The needle tube presented compressive buckling. No other abnormalities that could lead to the phenomenon of the reported event could not be confirmed. A definitive root cause could not be determined. The instruction manual contains the following descriptions, and it warns against this event. Before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. Confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. When inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument. Olympus will continue to monitor field performance for this device.